Event description:
It was reported that, "it was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient's "hip began dislocating once a week for three weeks after surgery." It was further alleged that, "on (B) (6) 2007, doctor recommended surgery to replace it."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.